Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device/serial numbers. Patient information is limited due to confidentiality concerns. The gender of the baseline characteristics is male and the baseline age is 68 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: assessment of the extravascular implantable defibrillator: feasibility of substernal ventricular pacing. Journal of cardiovascular electrophysiology. 2017; 28(6):674-676.

Event description:
A journal article was reviewed which contained information regarding implantable pacing leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that "unipolar pacing was attempted in 4 patients and successful in 3 patients" and " in 5 out of 8 patients, capture was achieved in one or more pace configurations". The status of the leads is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.